Event description:
It was reported that customer experienced continuous glucose monitor error and sensor issue while using pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, did not experience error again, and successfully started new sensor session, with no additional follow-up reported.